Event description:
It was reported that the patient presented for a pulse generator system implant procedure. The atrial lead was implanted but fell out of position after the lead's active fixation mechanism was engaged. The lead was repositioned two additional times without success and subsequently exhibited difficulty in redeploying the helix. The physician then used a different lead of the same model to complete the procedure. The implant was completed successfully without further incident.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.